Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation due to the right ventricular (rv) lead. A lead revision was attempted but the rv lead kept dislodging due to tissue being stuck in the helix. The rv lead was then explanted and replaced. No further patient complications have been reported as a result of this event.